Event description:
Technician found bed with a note reading: "bed broken head will not go up."

Manufacturer narrative:
Technician removed solenoid valve and inspected. He found no signs of defect. Technician cleaned and reinstalled valve and stem to resolve the issue.